Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer did not perform the proper air removal techniques. Customer primed the tubing to address the issue. There was no adverse impact to the customer's blood glucose level.